Event description:
It was reported that patient was complaining of the device heating up while charging and the implantable pulse generator (ipg) will not hold a charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was kept at the facility.